Event description:
Failed no sensor [device issue]. Case description: on (B)(6) 2014, a healthcare professional in the united states spoke with ikaria regarding a device issue with inomax dsir# (B)(4). The device was not in use on a pt at the time of the device issue. The issue was being reported second hand, so upon request from ikaria technical svs, the customer powered the device on to check which sensor had failed. The device alarmed no (nitric oxide) sensor failure. Calibrations were attempted but did not clear failure. Inomax dsir# (B)(4) was removed from svc and returned to ikaria for svc eval. Investigational results were rec'd on (B)(4) 2015. Case comment: on (B)(4) 2015: the device was not in use at the time of device issue and did not result in an adverse event; however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR # 3004531855-2013-00022).

Manufacturer narrative:
Device issue with inomax dsir # (B)(4). The device investigation was completed on (B)(4) 2015. Eval summary: inomax dsir #(B)(4) was returned to the MFR for svc investigation. Svc log review confirms the reported complaint of a failed no sensor alarm. Alarm immediately followed a failed low no (nitric oxide) cell calibration with high point 1081 counts, low point 1250 counts. Svc log also reveals a deliver failure (df) alarm with monitored no greater that absolute max of 100ppm. Elevated low point counts during the calibration are consistent with the misbehaving no cell with the elevated counts possibly contributing to the delivery failure that occurred prior to the failed low calibration. The reg svc ctr (rsc) investigation also experienced the reported complaint of a failed no cell alarm at boot-up. Rsc replaced the no cell. A full functional test was performed and the device operated according to spec so it was returned to the device svc pool. The root cause for this incident was no calibration low counts above maximum. This condition will be tracked and trended under ikaria's qual sys. This device was not in use on a pt; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (mdr3004531588-2013-00022).